Manufacturer narrative:
Per the clinic, the patient was administered with a corticosteroid infiltration (specific date not reported).

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 09, 2026, was filed inadvertently. The correct initial doa is (B)(6) 2026, not (B)(6) 2025. Device analysis report attached.

Event description:
It was reported that the patient experienced tinnitus and headaches with the device since the implantation surgery. Subsequently, the device was explanted (date not reported).